Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced alkalosis and cardiovascular events on an unknown date after the use of the product.